Manufacturer narrative:
The precision check was within specification. Calibration and qc were acceptable. "Sample clot" alarms were observed on the alarm trace data. The reaction curves for the questionable results were normal. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Additional repeat results were provided for both patients. The results for patient 2 were updated. Patient 1 had an additional repeat result of 137 u/l. The initial report for patient 2 stated: "patient 2 (sample 7) initial result was 187 u/l. The repeat result was 221 u/l." Based on the updated data, this should say: "patient 2 (sample 7) initial result was 187 u/l. The repeat result was 261 u/l." Patient 2 had an additional repeat result of 160 u/l.

Event description:
The initial reporter questioned low results for 8 patient samples tested for ldhi2 lactate dehydrogenase acc. To ifcc ver.2 (ldhi2) on a cobas 4000 c (311) stand alone system. Of the data provided, the results for 2 patient samples were discrepant. Patient 1 (sample 6) initial result was 138 u/l. The repeat result was 218 u/l. Patient 2 (sample 7) initial result was 187 u/l. The repeat result was 221 u/l. No questionable results were reported outside of the laboratory. The repeat results were believed to be correct.

Manufacturer narrative:
The ldhi2 reagent lot number was 700697 with an expiration date of 31-dec-2023. The investigation is ongoing.